Manufacturer narrative:
An investigation was opened following a german customer's report of suspected false positive result when testing a patient's sample on vidas® sars cov-2 igm lot 1008114880. The sample was positive on vidas sars cov-2 igm with an index of 1.28 tv but negative for igm in a reference lab. It was also vidas sars cov2 igg negative. This sample had high levels of rheumatoid factor. Investigations: the review did not highlight any issue during the manufacturing, control and packaging processes of vidas sars cov-2 igm lot 1008114880. Tests performed by the complaints laboratory: customer material: the patient sample was not available to submit for the investigation. Control chart analysis: analysis carried out for six (6) internal samples using seven (7) batches of vidas sars cov-2 igm assay including the lot mentioned by customer 1008114880. The analysis showed that the samples comply with the expectations and vidas sars cov-2 igm batch 1008114880 is in the trend compared to the other lots. Specificity testing: a specificity test on 30 sera / plasmas biobank samples was launched at the complaints laboratory, testing three (3) batches of vidas sars-cov-2 igm 1008114880, 1008090880 and 1008184830 (10 serums/plasmas per batch). These samples were taken before the covid-19 pandemic started so were expected to be negative. Of the 10 serums/plasmas tested using the client's batch 1008114880, the results ranged from 0.02 to 0.31 vt (negative results). Test on vidas internal samples: the complaints laboratory tested three (3) internal samples on vidas sars cov-2 igm batch 1008114880. All the results comply with the specifications and are similar to those observed before the batch release. No evolution over time of vidas sars cov-2 igm batch 1008114880 activity was observed. Root cause analysis and conclusion: the complaints laboratory never reproduced a positive result when testing negative samples collected before the pandemic on vidas sars cov-2 igm with the lot 1008114880. Based on the context of the patient, the root cause could be linked to the presence of rheumatoid factor in the sample. Rheumatoid factor was identified as potentially interfering substance in the studies conducted during the development of the product. Without the concerned sample, no further investigation could be pursued. According to investigation outcomes, there is no reconsideration of the performance of vidas sars cov-2 igm batch 1008114880.

Event description:
A customer in (B)(6) notified biomérieux of obtaining suspected false positive results when testing a patient¿s sample with vidas® sars-cov-2 igm (9com) 60t (ref. 423833, lot 1008114880, expiry date = 28-may-2021). The patient was a (B)(6) female. In (B)(6) 2020 the patient¿s sample was tested : vidas® sars-cov-2 igm result = positive (1.28), vidas® sars-cov-2 igg result = negative. It was reported that another unspecified test for sars-cov2-igm antibodies gave a negative result in an external laboratory. It was indicated that the patient had no symptoms. To be noted that rheumatoid factor tests showed positive results : igm 494 iu/ml [<20.0] positive, igg 130 u/ml [<20.0] positive, iga 71.9 u/ml [<20.0] positive. According to vidas® sars-cov-2 igm package insert (section cross reactivity), rheumatoid factor was considered as potentially interfering substance. There is no indication from the customer that this event impacted the patient state of health. A biomérieux internal investigation has been initiated. Note: reference 423833 is not sold or distributed in the united states. However, u.s-only product reference, 423833-01, has the same formulation and physical properties as reference 423833.